Event description:
I had the infuse implanted inside of my spinal surgery which has caused me significant pain, major nerve injury, mental anguish and the fear that I will have to undergo another surgery.